Manufacturer narrative:
The investigation determined that higher than expected vitros glucose (glu) results were obtained from a vitros performance verifier and a single patient sample on a vitros 350 chemistry system. The most likely cause of the higher than expected results is analyzer related. The customer noted that the reflectometer 540 nm filter that vitros glu is read on was slightly lower than expected. The customer cleaned the reflectometer lenses and performed the iris adjustment. Following these actions and a calibration event, patient repeat results were as expected when using vitros glu lot 0004-3209-8920 . The customer did not provide any qc results for either vitros glu lot 0004-3209-8896 or 0004-3209-8920 following the maintenance actions they performed, therefore it is unknown if qc was performing as expected on either vitros glu lot following the maintenance actions. However, a performance issue with either lot is not likely, as patient results were acceptable on lot 0004-3209-8920 following the maintenance actions. (B)(4).

Event description:
An ortho laboratory specialist (ls), on behalf of a customer, reported higher than expected vitros glucose (glu) results obtained from a vitros performance verifier (pv) fluid and a patient sample processed using vitros chemistry products glu slides on a vitros 350 chemistry system. Vitros pvi lot r7909 result of 498.4 mg/dl vs the expected result of 297.4 mg/dl. Patient 1 sample result of 270.0 mg/dl vs the expected result of 124.0 mg/dl. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. One of the higher than expected results was obtained from a quality control fluid, and the patient result was not reported from the laboratory. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).